Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. The lens was returned in the lens case. Viscoelastic was observed on both side of the lens. The lens was microscopically evaluated up to 400x. No foreign material was observed. A small narrow stutter-type scratch was observed in the center of the anterior optic surface. This type of damage is similar in appearance to damage that can be caused by an instrument used to grasp the lens during loading. This may have occurred during the lens removal. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The reported foreign material was not found on the returned iol. Lens damage was observed, which may have occurred during removal. This type of damage is similar in appearance to damage that can be caused by an instrument used to grasp the lens during loading. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, the surgeon found stands of lint on the posterior surfaces of lens. The surgeon did irrigation and aspiration and took it off. Additional information has been requested; however, further information has not been received.